Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2227726, medical device expiration date: 2023-12-31, device manufacture date: 2022-08-15. Medical device lot #: 2145017, medical device expiration date: 2023-09-30, device manufacture date: 2022-05-25. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes has underfilled. The following information was provided by the initial reporter. The customer stated: "according to the client, the tubes are not collecting the desired amount of material; the clotting time is ok, so the request is investigate the undercollection of blood by the tubes.¿

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes has underfilled. The following information was provided by the initial reporter. The customer stated: "according to the client, the tubes are not collecting the desired amount of material; the clotting time is ok, so the request is investigate the under collection of blood by the tubes.¿

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from each lot of bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.